Event description:
Balloon dilator would not deflate upon aspiration of indeflator. Had to use a 60cc syringe with constant negative pressure to remove. Dilator was then removed with a lot of resistance. A 3cm piece of the rt cfa was evulsed with removal of the sheath. A gore hybrid viabahn iliac to cfa stent graft was immediately deployed in place to prevent any further bleeding complications. Patient condition: stable. Procedure outcome: fine. Other devices used were the gore ao to iliac graft, several viabahn stent grafts and a hybrid iliac to cfa graft. Dr. Was aware of the risks associated with this patient and prepared accordingly. Tortuous and heavily calcified vessel.